Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implantation was performed at (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted into the patient. It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6) 2013. An upsylon y-mesh was also implanted into the patient but it is unknown if these two devices were implanted during the same procedure. As reported by the patient's attorney, the patient has experienced an unknown injury. Subsequently, the advantage fit sling was removed on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the event to date.